Event description:
It was reported that post a coronary artery stenting treatment procedure, the patient experienced chest pain. The 70% stenosed target lesion located in the mid left anterior descending (lad) was 15mm long with a 3.50mm reference vessel diameter. The target lesion was treated and placement of a 3.5x20mm taxus express2 stent with 0% residual stenosis. After predilation, dissection was noted and the study stent appeared to cover it. The patient was discharged the following day on aspirin and clopidogrel. In 2008, the patient had episodes of chest pain radiating to the patient's back. "Post index procedure the patient had a lot of chest pain and a slight bump in cardiac enzymes prior to discharge." Eight days post index procedure, cardiac angiogram revealed 70% stenosis in the mid lad. "Intravascular ultrasound (ivus) showed dissection distal to the mid lad stent with prominent intramyocardial segment." The mid lad was treated with a 2.75x24mm taxus stent with 0% residual stenosis. The event was resolved and the patient discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.